Event description:
It was reported that the patient is alleging harm caused by the device following knee arthroplasty; however the nature of the harm is unknown at this time. No revision procedure has been reported to date. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant devices: persona cemented all poly patella 32mm catalog #: 42540000032 lot #: ni, persona stemmed cemented tibial component right size d catalog #: 42532006702 lot #: ni, persona medial congruent articular surface right 12mm catalog #: 42522100412 lot #: ni. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-01279. 0001822565-2022-01280. 0001822565-2022-01281. Insufficient information.